Event description:
It was reported the right ventricular (rv) threshold was 6 volts at 0.6 milliseconds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.